Event description:
The manufacturer received information alleging a ventilator's tidal volume and minute ventilation were decreased and the resistance was high. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's tidal volume and minute ventilation were decreased and the resistance was high. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed test steps related to the issues. The device's machine flow sensor was replaced to address the issues. The device was found to be contaminated.